Event description:
Device malfunction: failure to deploy; thumbwheel; partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the stenting procedure in the superficial femoral artery, while attempting to deploy the xceed stent in the target lesion. Resistance was met when the actuator was turned. After 2-3 rotations, the actuator stopped turning and approx 20% of the stent was deployed. The device was removed from the anatomy within the sheath without incident. A second xceed stent was used to complete the procedure. There was no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
(Off label vascular use) - the device was received. Investigation is not complete.